Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump hit end of service (eos) and needs to be replaced. It was reported the patient's current pump was not registered. It was reported that the pump started alarming sometime in (B)(6). It was reported that the patient went through withdrawal. The patient is scheduled to see a neurosurgeon on (B)(6) 2018 to discuss a pump replacement. It was reported that the issue was not resolved and the patient's status was noted as "alive-no injury." It was reported that the pump was last refilled in (B)(6) of 2018. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient's pump would be replaced on (B)(4) 2018. It was reported that the clinician programmer (8840) and the clinician programmer application (a810) were used during the event. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of d11: product ID 8870 serial# unknown product type software. Product ID a810 serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.